Manufacturer narrative:
A device evaluation was performed by our engineering department. Root cause is unknown because the device performed to specification and to its intended use. The engineering department did not find any problems with the device. The device labeling identifies adverse effects; skin irritation and burns beneath the electrodes have been reported with the use of powered muscle stimulators. The chattanooga device accessories does not include an electrode sleeve. The device labeling also identifies that 'use of parts or materials other than chattanooga group's can degrade minimum safety.' See scanned pages.

Event description:
Patient received a skin burn during an electrotherapy treatment. The patient had knee surgery and was being treated for swelling. The clinician applied the hi-volt electrotherapy waveform to the patient using an 'electrode sleeve'. The treatment time was for 30 minutes. After 10 minutes of treatment, the patient noticed a burning sensation. The therapist paused the treatment and applied conductive liquid. The treatment was resumed. The patient completed the treatment with no other issues or signs of injury. During a subsequent visit the therapist was made aware of 2 small blisters the patient had received during the last treatment. The patient did not seek treatment for these burns.